Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt is subject to risk of loosening, fracture, dislocation, and shaving off of metal.